Event description:
It was reported that the patient was not getting much pain relief and was also experiencing continued soreness around the implant site. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138309. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144152. UDI: (B)(4). Product family: scs-linear fixation. Upn: m365sc2218500. Model: sc-4316. Batch: 32497826. UDI: (B)(4).

Event description:
It was reported that the patient was not getting much pain relief and was also experiencing continued soreness around the implant site. The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information received that all device components were removed, and the patient was doing well post operatively. The explanted devices were not returned.